Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. The user changed the cartridge/needle and continued to experience resistance when filling the cartridge. Reportedly, the user pushed insulin through the needle, then applied the needle to the cartridge, and successfully filled the cartridge. The user's blood glucose (bg) level was 284 mg/dl. The bg level was addressed with a bolus via the pump.